Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment is cracked and display is a dim red color. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is worn with peeling evident. All keypad buttons are functional. There was no evidence of contamination under the buttons. The pump booted to a dim, red color display. The battery compartment is found to be cracked. (B)(6).